Event description:
It was reported that the pt had expired from an unk cause. It was also unk if the device was related to the pt's death. The device was explanted and returned to the MFR for routine analysis. The medication being delivered via the device system was morphine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
Final device analysis of the pump revealed no anomaly found - normal device function.